Event description:
It was reported that pump displayed malfunction code malf 0 without any notable events beforehand and issue could not be reset. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.